Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer received readings of 244 mg/dl, 207 mg/dl and 46 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up will be submitted if product is returned for evaluation.